Manufacturer narrative:
(B)(4). D10- medical product: biomet cc cruciate tray 75mm; item# 141234; lot# j6043459; bmet arcom ap pat 3pst 31mm sm; item# 11-150840; lot# 160190; e1 vngd ps tib brg 71/75x10; item# ep-183640; ;lot# 879940; cobalt g-hv bone cement 40g; item# 402283; lot# 745920; h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.

Event description:
It was reported that a patient underwent manipulation, under anesthesia, approximately two months post implantation due to pain, arthrofibrosis, and ankylosis. Subsequently, the patient continues to report unresolved extreme pain to left knee, and no additional interventions have been performed. Patient stated the bone cement that was used with her implants was recalled due to being toxic. Attempts to obtain additional information have been made; however, no more information is available.